Event description:
It was reported that when using the pyxis medstation es system,it experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the drawer labeled 3.1 row b was not present on the bus. A field service engineer effectively replaced the faulty cubie tray to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device. A technical support specialist confirmed that there was a delay in dispensing medication to the patients.